Event description:
During an atrial lead revision, it was noted that the ventricular lead had fractured insulation. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an insulation abrasion at 230 mm from the connector pin, due to clavicular crush.